Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure on the fourth firing with a green cartridge the staples on the patient side were fine, but the staples on the remnant side did not form; the staples in all 3 rows had straight legs. Buttressing material, seam guard, was used with this procedure. The case was completed with another device of the same product code. There were no patient consequences reported. No device will be returned.